Event description:
It was reported that the cartridge septum was damaged during the fill process. Customer's blood glucose level was 97 mg/dl. Reportedly, a new cartridge was loaded to address the issue.